Manufacturer narrative:
(B)(4). Report source: source: (B)(6). Concomitant medical products:: catalog number:00801802220 lot number:64858728 brand name: femoral head. Multiple reports were submitted along with this report 0002648920-2022-00003. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip manipulation by way of closed reduction due to pain and dislocation approximately 10 days post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was found that this product is a competitors product. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
Upon receipt of additional information, it was found that this product is a competitors product. The initial report was forwarded in error and should be voided.